Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure of bending rubber bunched up at the tip was confirmed as overstretched bending rubber was found. Based on the results of the investigation, it is likely stress that led to the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that the bending rubber of the deflectable videoscope bunched up at the tip. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.